Manufacturer narrative:
(B)(6). Occupation: account manager. One cadd solis vip pump was received with damaged lens and the downstream occlusion sensor (dso) bubbled. There was no evidence of the reported issue in the event history log. Visual, functional and sensor tests were performed. The reported issue was confirmed and attributed to the user. The dso seal was damaged by harsh cleaning solution. The dso seal will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed preventative maintenance checks after a year or less of use. The failure could have been an upstream, downstream or an air detector sensor failure. There was no patient involvement since the issue was discovered during preventative maintenance.

Manufacturer narrative:
Other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).